Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2898 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the fragments were removed seprately") in a 32 year-old female patient who had essure inserted (lot no. 97489-invalid) for female sterilisation. The patient had a medical history of depression, anxiety, menstruation frequent, asthma, polycystic ovary, ovulation pain, dyspareunia, hypertension (mother), smoker, parity 2, pelvic pain female and gravida ii. Previously administered products included: ketorolac tromethamine for paracervical (uterine) nerve block and diclegis, errin [erythromycin], norco, promethazine hydrochloride, metformin hcl, levothyroxine sodium, progesterone, prozac and vyvanse. Concurrent conditions were listed as appendicitis and right lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2898 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robot-assisted laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-n at the end of the procedure, the right cornua had 2 visible coils and the left had 5 visible coils. A successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen: fallopian tube, nos (bilateral fallopian tubes) postop diagnoses and clinical impression : pelvic pain. Final diagnosis: final diagnosis 1. Bilateral fallopian tubes and bilateral essure devices, bilateral salpingectomy fallopian tubes x2. Lumens x2 seen in complete cross-section. Medical appliance - essure devices x2 (gross). Gross description: the specimen is labeled ilateral tubes and bilateral essure devices" and consist of two segments of fimbriated fallopian tube without designation as to laterality. The first tube is 9 cm in length x 0.5 cm in diameter and the second tube is 12 cm in length x up to 0.7 cm in diameter. The lumen of each tube is patent. In the first tube there is a 2.5 cm in length x 0.2 cm diameter portion of silver-colored metal consistent with essure device. The second segment has a 2.8 cm in length x 0.2 cm in diameter silver colored metal consistent with essure device. 97489-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-oct-2023: quality safety evaluation of ptc. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the fragments were removed separately") in a 32 year-old female patient who had essure inserted (lot no. 97489) for female sterilisation. The patient had a medical history of depression, anxiety, menstruation frequent, asthma, polycystic ovary, ovulation pain, dyspareunia, hypertension (mother), smoker, parity 2, pelvic pain female and gravida ii. Previously administered products included: ketorolac tromethamine for paracervical (uterine) nerve block and diclegis, errin [erythromycin], norco, promethazine hydrochloride, metformin hcl, levothyroxine sodium, progesterone, prozac and vyvanse. Concurrent conditions were listed as appendicitis and right lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2898 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robot-assisted laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-n. At the end of the procedure, the right cornua had 2 visible coils and the left had 5 visible. Coils. A successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen: fallopian tube, nos (bilateral fallopian tubes) postop diagnoses and clinical impression : pelvic pain. Final diagnosis: final diagnosis. 1. Bilateral fallopian tubes and bilateral essure devices, bilateral salpingectomy fallopian tubes x2 lumens x2 seen in complete cross-section medical appliance - essure devices x2 (gross) gross description the specimen is labeled "bilateral tubes and bilateral essure devices" and consist of two segments of fimbriated fallopian tube without designation as to laterality. The first tube is 9 cm in length x 0.5 cm in diameter and the second tube is 12 cm in length x up to 0.7 cm in diameter. The lumen of each tube is patent. In the first tube there is a 2.5 cm in length x 0.2 cm diameter portion of silver-colored metal consistent with essure device. The second segment has a 2.8 cm in length x 0.2 cm in diameter silver colored metal consistent with essure device. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Event medial device removal is replaced with device breakage medical history & lab data added including pathology test .lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the fragments were removed seprately") in a 32 year-old female patient who had essure inserted (lot no. B97489) for female sterilisation. The patient had a medical history of depression, anxiety, menstruation frequent, asthma, polycystic ovary, ovulation pain, dyspareunia, hypertension (mother), smoker, parity 2, pelvic pain female and gravida ii. Previously administered products included: ketorolac tromethamine for paracervical (uterine) nerve block and diclegis, errin [erythromycin], norco, promethazine hydrochloride, metformin hcl, levothyroxine sodium, progesterone, prozac and vyvanse. Concurrent conditions were listed as appendicitis and right lower quadrant pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2898 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robot-assisted laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-n at the end of the procedure, the right cornua had 2 visible coils and the left had 5 visible coils. A successful placement occurred bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen: fallopian tube, nos (bilateral fallopian tubes) postop diagnoses and clinical impression : pelvic pain final diagnosis: final diagnosis 1. Bilateral fallopian tubes and bilateral essure devices, bilateral salpingectomy fallopian tubes x2 lumens x2 seen in complete cross-section medical appliance - essure devices x2 (gross) gross description the specimen is labeled "bilateral tubes and bilateral essure devices" and consist of two segments of fimbriated fallopian tube without designation as to laterality. The first tube is 9 cm in length x 0.5 cm in diameter and the second tube is 12 cm in length x up to 0.7 cm in diameter. The lumen of each tube is patent. In the first tube there is a 2.5 cm in length x 0.2 cm diameter portion of silver-colored metal consistent with essure device. The second segment has a 2.8 cm in length x 0.2 cm in diameter silver colored metal consistent with essure device. According to bayer qa , lot number: b97489 manufacture date: (B)(6) 2013 expiration date: 2016-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2898 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.